Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter baskets was used in the bile duct during an endoscopic bile duct stone crushing procedure performed on (B)(6) 2023. During preparation, an alliance handle was used in conjunction with the trapezoid basket to crush a stone. However, the thumb ring broke. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of thumb ring break. The returned trapezoid rx basket was analyzed, and a visual inspection noted that the thumb ring was detached from the handle. The handle shows stress marks at the junction of the thumb ring and the handle. No other issues were noted. The reported event was confirmed. Based on all available information, it is possible that during the procedure, an excess of force or inclination was applied, causing an excess of stress on the thumb ring, resulting in its detachment from the handle; perhaps the technique used, or the patient's anatomical conditions contributed to this event. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Device code a0401 captures the reportable event of thumb ring break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter baskets was used in the bile duct during an endoscopic bile duct stone crushing procedure performed on (B)(6) 2023. During preparation, an alliance handle was used in conjunction with the trapezoid basket to crush a stone. However, the thumb ring broke. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.